Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no catheter or bag in the tray prior to use. Instead, there were two sets of the other components.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted no urine drainage bag and catheter in the returned package. How and when event are occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[shape, configuration and principles] bard i.c foley tray b consists of a balloon catheter ,urine- collecting bag for closed drainage system, syringe prefilled with sterile water , water-soluble lubricant , antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, two way and three way , and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."

Event description:
It was reported that there was no catheter or bag in the tray prior to use. Instead, there were two sets of the other components.